Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had cracked display window corners, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed for button error. Blood glucose reading at the time was 120 mg/dl. The insulin pump was replaced. Nothing further reported.